Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 704968) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), iron deficiency ("iron deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), mineral deficiency ("mineral deficiency"), blood disorder ("blood disorders"), rash ("rash"), pruritus ("itching"), asthma ("asthma"), heavy menstrual bleeding ("haemorrhagic periods"), cardiac disorder ("heart disorder"), urinary tract disorder ("urine disorder"), dry mouth ("dry mouth"), thirst ("sensation of thirst"), musculoskeletal pain ("muscle and joint pain"), memory impairment ("memory problems"), disturbance in attention ("concentration problems") and aphasia ("aphasia"). Essure treatment was not changed. At the time of the report, the pelvic pain, iron deficiency, vitamin b12 deficiency, mineral deficiency, blood disorder, rash, pruritus, asthma, heavy menstrual bleeding, cardiac disorder, urinary tract disorder, dry mouth, thirst, musculoskeletal pain, memory impairment, disturbance in attention and aphasia outcome was unknown. The reporter provided no causality assessment for aphasia, asthma, blood disorder, cardiac disorder, disturbance in attention, dry mouth, heavy menstrual bleeding, iron deficiency, memory impairment, mineral deficiency, musculoskeletal pain, pelvic pain, pruritus, rash, thirst, urinary tract disorder and vitamin b12 deficiency with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 01-mar-2022. The most recent information was received on 09-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 704968) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), iron deficiency ("iron deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), mineral deficiency ("mineral deficiency"), blood disorder ("blood disorders"), rash ("rash"), pruritus ("itching"), asthma ("asthma"), heavy menstrual bleeding ("haemorrhagic periods"), cardiac disorder ("heart disorder"), urinary tract disorder ("urine disorder"), dry mouth ("dry mouth"), thirst ("sensation of thirst"), musculoskeletal pain ("muscle and joint pain"), memory impairment ("memory problems"), disturbance in attention ("concentration problems") and aphasia ("aphasia"). Essure treatment was not changed. At the time of the report, the pelvic pain, iron deficiency, vitamin b12 deficiency, mineral deficiency, blood disorder, rash, pruritus, asthma, heavy menstrual bleeding, cardiac disorder, urinary tract disorder, dry mouth, thirst, musculoskeletal pain, memory impairment, disturbance in attention and aphasia outcome was unknown. The reporter provided no causality assessment for aphasia, asthma, blood disorder, cardiac disorder, disturbance in attention, dry mouth, heavy menstrual bleeding, iron deficiency, memory impairment, mineral deficiency, musculoskeletal pain, pelvic pain, pruritus, rash, thirst, urinary tract disorder and vitamin b12 deficiency with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.